Event description:
Event description guidant received information that this coronary sinus lead dislodged due to a patient condition, twidlers syndome; the patient manipulated his/her device, resulting in lead movement.